Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 300 mg/dl with polydipsia associated with a loss of prime issue. Reportedly, the patient was hospitalized and treated with insulin via injection as well as oral carbohydrates as needed. It was reported that the patient¿s healthcare provider made recent changes to their bolus settings. During troubleshooting with customer technical support, it was revealed that the user was over/under cycling the cartridge, not storing their insulin at room temperature and using the cartridges longer than 2-3 days. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of user error.